Event description:
It was reported that during implant, the lead's helix would not extend with more turns than expected. The helix appeared to jump as it deployed without stable fixation. The rotation was attempted several times without success. The lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).